Event description:
The customer's father called to report this his son experienced continuously high bgs (278-403mg/dl) over a 24-hour period despite having administered multiple correction boluses. In addition, the father stated the cannula had not inserted properly and that the pod had initiated an occlusion alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.